Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she was having issues with the sensor giving inaccurate reading and is causing the threshold suspend feature activate when blood glucose isn't low. Customer's blood glucose would be 141 mg/dl and sensor reading will be at 52 mg/dl. Troubleshooting was performed and customer was advised to replace the sensor and how to properly calibrate it. Customer is not returning the sensor for further analysis.